Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 01/24/2012 and 02/10/2012 by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported the product was "discolored and not as liquidy". He stated when she used the product it severely burned her eyes. He reported he went to the doctor and had to have his mother drive him because he "couldn't see". The consumer reported his doctor prescribed him an eye drop and his symptoms resolved in a couple of days. Additional information has been requested.